Manufacturer narrative:
Device analysis: the ekosonic endovascular device was returned to the complaint investigation site. The device serial number was unable to be verified because the device was returned with the infusion catheter (ic) and ultrasonic core (usc) cables cut. Microscopic visual inspection of ic showed cracking on the coolant and drug luers. The device was tested for leaking, and it was noticed that the device leaked water from the drug port luer, where the cracking was present. The coolant port did not leak. The reported events of hub damage and leaking were confirmed.

Event description:
It was reported the ports of the ekos device were cracked and leaking, and the device required replacement. An ekos endovascular device, 106x40cm was selected for use to treat a case of deep vein thrombosis. While the patient was in the ICU, it was observed that the infusion catheter showed fine cracks at the ports and was leaking fluid. It was not reported whether the leak was attributed to lytic or coolant. The patient was returned to the catheterization lab and the ekos device was replaced with a non-boston scientific catheter to complete the procedure. Total elapsed therapy time was no more than 24 hours. There were no reported patient complications.

Event description:
It was reported the ports of the ekos device were cracked and leaking, and the device required replacement. An ekos endovascular device, 106 x 40 cm was selected for use to treat a case of deep vein thrombosis. While the patient was in the ICU, it was observed that the infusion catheter showed fine cracks at the ports and was leaking fluid. It was not reported whether the leak was attributed to lytic or coolant. The patient was returned to the catheterization lab and the ekos device was replaced with a non-boston scientific catheter to complete the procedure. Total elapsed therapy time was no more than 24 hours. There were no reported patient complications.